Event description:
It was reported that upon opening a shipment of the 1.9 zero tip nitinol retrieval baskets, it was noted that one of this device contained a hole "as if someone had put their thumb through it". It was further noted that the packaging had no evidence of damage.